Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with a blood glucose of 251 mg/dl after eating eggs and pancakes; device data showed glucose rising from 131 to 230 mg/dl for approximately 40 minutes before the meal was announced, and the glucose subsequently decreased without supply changes, so the specific cause of the pre-meal rise was unclear. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, the medical device problem was characterized as insufficient information, and the device component was coded as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.